Event description:
It was reported that during the procedure, the distal 15 cm of the balance middleweight guide wire separated in the aorta artery. There was no resistance during advancement or removal. The separated portion was retrieved with a snare device, and a non-abbott guide wire was used to complete the procedure. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.